Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pin relief from the scs system. Consequently, the patient underwent surgical intervention wherein the system was explanted approximately a year ago (date unknown). The patient received a s I joint fusion which has alleviated his pain